Event description:
No pump was returned to fresenius kabi for evaluation. The reported mechanical hardware failure (vr assembly) issue was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: note - customer performed repairs biomed reported: " serial number (B)(6) ran functional checks. Placed pump in bring up mode and sent to the test line. Passed all stations of the test line front housing final acceptance. Provisioned pump to mayo server. Sent to (B)(6) to return to service. Work order type corrective maintenance order description ejector stuck problem cause equipment failure problem cause equipment failure resolution detail re homed resistor motor was there any injury/adverse reaction (yes, provide details, no, unknown)?: no. Did the issue stop an active infusion (yes, no, unknown)?: no. List name of any drug administrated if known: n/a. A preliminary review of the logs received identified the following issue: mechanical hardware failure (vr assembly) the pump was repaired by the mayo service team. No pump return. An active infusion was stopped. Reporting as a conservative measure.